Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quicker than expected. Reportedly, a full charge lasts 5 days. The customer's blood glucose (bg) level was 300 (mg/dl) the day of the report. A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.